Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally and the procedure was done under monitored anesthesia care (mac). The physicians reviewed the magnetic resonance imaging (MRI) and confirmed that a small amount of gel was in the lateral rectal wall. There was plenty of space in the perirectal fat layer and overall, the placement of the gel looked good there were no patient complication reported as a result of this event, and they will continue with radiation treatment.